Event description:
It was reported that the pacemaker longevity had depleted 8 months since the last remote. Technical services (ts) performed a data analysis and found that the device was prematurely depleting. Ts recommended the device be replaced within 90 days. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that the pacemaker longevity had depleted 8 months since the last remote. Technical services (ts) performed a data analysis and found that the device was prematurely depleting. Ts recommended the device be replaced within 90 days. The device remains in service. No adverse patient effects were reported. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the pacemaker longevity had depleted 8 months since the last remote. Technical services (ts) performed a data analysis and found that the device was prematurely depleting. Ts recommended the device be replaced within 90 days. The device remains in service. No adverse patient effects were reported. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported.